Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer's blood glucose readings at the time of the incident were in the range of 178 mg/dl to 187 mg/dl. Customer also stated that they bumped the insulin pump and it now has an error alarm during the manual prime. Caller also mentioned that insulin was shooting out. Customer does not use the sensor feature and they are able to complete the rewind sequence. The drive support cap was noted to be sticking out. Customer then mentioned having high blood glucose readings in the range of 200 mg/dl to 400 mg/dl. Customer's latest blood glucose reading was 207 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.